Manufacturer narrative:
Sorin group received a report of multiple occurrences where the surgeon had difficulty removing the stylet from the cannula. Only 1 specific event date was provided. It was also reported that the issue had resulted in poor placement of the cannula and damage to the patient's heart tissue on one occurrence. The involved device was discarded by the user so nothing was returned for evaluation. Additionally, no inventory from the two lots of product shipped to the customer (1520100096 and 1520900068) could be located for evaluation. Sorin group USA initiated CAPA (B)(4) in response to this issue. Test samples from several different lot numbers were pulled for CAPA initiation testing and three lots showed no issues, while the fourth appeared more difficult to extract. It was discovered that surface texture controls how well the stylet slides in and out of the catheter, and the specification for the device did not specify any surface finish requirements. The drawing was revised to better define the surface finish in order to reduce friction between the stylet and the catheter. Both of the lots shipped to the customer (1520100096 and 1520900068) were manufactured before CAPA initiation. Involved device discarded by user.

Manufacturer narrative:
Patient information was not provided. Lot number was not provided. Therefore the expiration date is unknown. Lot number was not provided. Therefore the manufacture date is unknown. Sorin group received a report of multiple occurrences where the surgeon had difficulty removing the stylet from the cannula. Only 1 specific event date was provided. It was also reported that the issue had resulted in poor placement of the cannula and damage to the patient's heart tissue on one occurrence. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report of multiple occurrences where the surgeon had difficulty removing the stylet from the cannula. Only 1 specific event date was provided. It was also reported that the issue had resulted in poor placement of the cannula and damage to the patient's heart tissue on one occurrence.